Event description:
Beach chair positioner was previously out for repair because of a broken back. Biomedical engineering replaced this broken part and returned positioner to the operating room (or). This beach chair positioner was placed back in service and was used for the 1st time since this repair. After positioning the patient on the o.r. Table with the beach chair positioner on the table, the nurse and surgeon noticed the replacement part was placed in the wrong position. The patient was moved off the or table to the stretcher, the staff removed the beach chair positioner, and put our 2nd beach chair positioner on the o.r. Table, and then moved the patient back to the or table. The 1st beach chair positioner was tagged and taken out of service and given to biomed to examine and fix. The biomed. Director reported his tech installed the two brackets on opposite sides and upside down. Manufacturer response for positioning aide, beach chair (per site reporter): biomed. Dept. Contacted manufacturer with a suggestion to look into the design with the goal that it not possible to have the parts appear to fit together properly when assembled. Not sure of the actual response.